Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-06627. It was reported the pt experiences a burning sensation while recharging the ipg. The pt has been following recommendation from sjm personnel to help resolve the issue. The recommendations have helped reduce pocket heating at this time. On 08/01/2012, st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.